Manufacturer narrative:
A visual examination of the device revealed that the internal bolster was found to be separated from the device and was returned. Remnants of the bolster remained at the end of the tubing. The distal end of the tubing presented no tearing. The inner diameter of the bolster presented voids where material was attached to tubing. There were no defects found in the internal bolster that might have contributed to the failure. It appears that the internal bolster was securely molded to the tubing. Moreover, the obturator rod pocket was not torn or damaged. The condition of the returned device was not consistent with the complaint incident that the obturator rod pocket was torn or damaged. However, it was found that the internal bolster was found to be separated from the device. Based on all gathered information, the most probable root cause is "handling damage.¿ a DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2016. According to the complainant, during preparation, outside the patient, when they distended the catheter with the obturator rod, it tore the anchor pocket on the internal bolster. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with "no problem." This event has been deemed reportable based on the investigation results: the internal bolster was separated from the device.